Manufacturer narrative:
Other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that patient recently had their ins replaced in (B)(6) 2018. Rep reported elevated impedances pre-op and post-op after the ins was changed out. These values were similar whether they were tested at 1.5v or 3v. Pre-procedure impedances were : c-4: 3273, 4-6: 3525, 4-7: 3745; post-op impedances were: c-4: 3171, 4-6: 3424, 4-7: 3664. Patient was programmed to 4+5-6- and they were getting good therapy benefit. The rep wanted to discuss the patient's impedance s and what it meant when impedances are elevated. Potential sources of the elevated impedances such as an adaptor or extension were reviewed, and the strategy for testing this if they were intraop was also reviewed. The rep stated that there was no plan to do any procedure to address the elevated impedances at the time of the report since patient was getting good therapy. Additional information was received from the rep on (B)(6) 2018 stating the replacement of the old ins was due to normal battery depletion and that patient was getting good therapy. The cause of the elevated impedances was not known. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.